Event description:
It was reported that the smoke evacuator was not evacuating smoke. There were no adverse consequences. A back up was used to complete the procedure with no delay.

Manufacturer narrative:
The device was evaluated by a field service rep. This report will be updated when the MFR's investigation is complete.